Event description:
The manufacturer received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's internal battery was replaced. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. The device was found to audibly and visually alarm, as designed.